Event description:
Additional information was received. A replacement procedure was performed. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. External visual inspection noted the device case was swollen. The device case was removed, and internal visual inspection noted a hole in the case of one high voltage capacitor. Electrolyte fluid had leaked from the damaged capacitor and was present on the electronic assembly. It should be noted that the device components are hermetically sealed within a titanium case; although fluid had leaked from the capacitor, no fluid could come in contact with the patient. The damaged capacitor was submitted to the supplier for detailed analysis. Visual inspection confirmed a case blow through (i.e., hole). Destructive analysis of the capacitor found an internal short/electrical arcing between the anode and cathode, which resulted in the sudden release of stored energy that caused the damage to the capacitor. Laboratory analysis determined that the inability to interrogate the device was due to rapid battery depletion, which was caused by the internal shorting of the high voltage capacitor.

Manufacturer narrative:
Upon receipt of this device, analysis will be performed in an attempt to determine the root cause of this event.

Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) could not be interrogated. No adverse patient events had occurred. The last successful interrogation was approximately seven months earlier with no abnormal measurements. Despite several attempts, similar results were obtained. An internal technical service consultant was contacted and provided additional suggestions without success. Device replacement was recommended. The patient remains hospitalized until the replacement procedure could be performed. Upon removal, the device will be returned for analysis. No adverse patient effects were reported.